Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.

Event description:
During preparation of the device, the needle would not retract. The product could not be inserted into the patient. The age and gender of the patient is unknown. The lesion was a total occlusion of the superficial femoral artery (sfa). All ports of the device were flushed in accordance to the instructions for use and as instructed during an in-service, and no anomalies were seen. The tech does not recall if the catheter was straight, with no slack, during prep. Heparinized saline was used to prep the device. Actuation of the needle was verified, but the needle would not retract. It is unknown if the device was coiled prior to attempted insertion. The physician has used the device several times prior to this procedure. The tech also has a great amount experience using the device. The sales rep was not present during the procedure. The information states that the lesion was successfully treated with another device. There was no reported injury to the patient.